Manufacturer narrative:
Follow-up # 1 ¿ (07/15/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/30/2013 and 7/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of "6.7 mmol/l and 9.3 mmol/l" performed within 20 minutes of each other. This complaint is being reported because, the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.